Event description:
(B)(4). Constipation started within months - the feces is not hard. It is the opposite. It is brown sticky tar like goo that sticks to my intestines and anus. Previous I had hard feces but not constipation type hard. It was formed and easy to pass. Now I have gone from the larger sticky feces to tiny pieces that are difficult for my anus to grip and pass. I can go a month without passing the tar like feces or the tiny feces. Doctors keep trying to give me stool softeners. I tried them at first and they can't make my feces any softer than they are. It is like taking a placebo. Itchy skin - stated (B)(6) 2017. It is mostly where the pain is but does present all over. Digestion changes. What looks like mucus and intestinal tissues is often passed abdominal pain - sometimes linked to constipation. Sometimes it has nothing to do with it. If it lasts 30-120 minutes, it is linked to constipation. When it lasts 12-18 hours, it is not. It can be so severe that friends and family beg me to go to the ER. I don't because they won't understand my problem. This started the year of the essure. Since (B)(6) 2017 it has been happening in increasing frequency and intensity for both types. Lower back pain - don't dismiss this based on the fact I have always had lower back pain. But it got exponentially worse after the procedures. I never cried from back pain before even when pregnant! Physical therapy and chiropractic care doesn't help. There are days if I bend over, it is a struggle to straighten back up. In (B)(6) 2017 this got much worse. The pain isn't always muscular but sometimes is. Right now, I feel it like it is between my abdomen and back. When I push on the muscles, they don't hurt. It is like it is behind the muscles. Other times I push on the muscles and they hurt. Upper back pain- stated in the summer of 2014. It lasted for a few months. I was fired from physical therapy because nothing was working. We even tried something called needling. I was also going to a chiropractor. After a few months, it lessened quite a bit. It comes back every summer now. Summers 2015-2016 were not as bad. In 2017, it has gotten so bad I can't function with it and the other issues. For some reason the hotter it is outside, the more pain I feel. Change in relief - it used to be laying down helped. Now I must move around constantly to get some relief. This means laying down for sleep is miserable. Emotional distress - I have more bouts of anxiety and depression. I do not have clinical anxiety or depression. Prior to the procedures, these issues only happened during times of extreme stress such as separating from a husband or fiance. In 2017 these issues got worse. Leg pain - sometimes it hurts to walk or go upstairs. It happens daily but not everytime I use stairs or walk. Pmdd - this sounds like a good thing but seems ominous to me. I had pmdd prior to the procedures but it lessened afterward. Part of the pmdd was emotional outbursts. This improved. Pain meds- don't work as well starting in (B)(6) 2017. Even after a 10 day vacation; from them, they don't work. The pain is just so bad they can't work. My medicine is not strong enough. Lack of libido - within a year after the procedures, I had no desire for sexual activity. About a year ago, this got much much much worse. I lack interest. Being able to enjoy sex has decreased significantly. I even went so far as to see a nurse practitioner who specializes in sexual enjoyment. Nothing worked. Lack of social life - I never want to go out with friends or go out and do fun stuff like go hiking or to the movies or to the bar (I am not a big drinker to begin with. Don't like alcohol much). The last year this has gotten worse. Pain and just an overall feeling of not being healthy stops me. Sick to my stomach - part of may and most of (B)(6) 2017 was spent like this. Brushing my teeth made me dry heave. Eating made it worse. Abdominal noise - started the year of the procedures. It gets so loud others can hear it across the room. I feel like I can't go out in public. The noise increases just before and the first few days of my period. Painful sex - this started in the last year. It hurts afterward even more. I don't have lubrication issues, so that is not it. Fever - the past few months my skin has felt hot. I don't take my temperature because when it happens, the pain is usually bad and my thermometer is not nearby. My normal temp runs 1 degree lower than average. This started in the last few months. Increased sensitivity to heat - I started sweating more and sooner with increased weather temperature and exercise. I overheat even when the weather temperature is cold. This is not normal for me because I am extremely sensitive to the cold. When I overheat in warmer temperatures, it is odd because I am less sensitive to heat than others. This happened the same year I received the essure. Bloating - it used to be intermittent. It was sometimes related to the essure induced constipation but that was not always the case. It also was not always due to my period. There were times it had no relation to anything. Now the bloating is constant whether my intestines are full or not and whether I have my period or not. The bloating increases my back and abdominal pain in general. It also hurts due to my skin stretching farther than it is able. This started the year of the essure. Breast soreness and enlargement - around for about 10-14 days many months my breasts get enlarged and very sore. Previously, this only happened when I was pregnant. It was so bad my doctor gave me blood pressure pills that had the side effect of getting rid of water retention which was the goal. My doctor retired, so I no longer have access to the medicine. I can't get another doctor to listen about this issue. This started maybe a year after essure. I am not sure. Part of may and much of (B)(6) 2017 was almost constant breast pain and soreness. Muscle twitch- as I type this I am not in the position it happens so I can't tell where. I know it is in my leg. Dental - I had no cavities prior to essure. I have now had more than 21. Pain at the back of my neck possibly near the brainstem. It goes down the sides of my neck and causes headaches. Oddly enough allergy pills lessen the back of the neck part. Cystic acne - never once had it prior to essure. This is not age as my kids get these because their dad does. Restless leg syndrome - this mostly was an issue as a teen. It improved greatly around age 25. It didn't wake me up. It didn't make it so I could not fall asleep. Now it either keeps me awake or wakes me about 2 hours after going to sleep. It used to be that getting out of bed and walking around or walking in place worked. Or I could pretend to ride a bicycle while laying down for it to work. For the last month these solutions have not been working. Bugs - I get the sensation a bug crawling on me. This happened a year and a half ago due to a medicine I was on. I was told the medicine caused an allergic reaction. There is no new drug to cause it this time. This started in the last couple of months. Early onset arthritis - lower spine. I found out this about a year ago. Hair loss - while it looks like I have a full head of hair, I didn't clog drains as much before. I didn't have hair all over my home before. The reason it is not noticeable to others is because I happened to have a lot of hair. Cosmetologists commented on how much hair I had. Mucus - increased phlegm in throat and mucus in nose. Also saliva is very thick. I would bet any doctor would contribute this to smoking, however I was fine prior to essure despite smoking for years. I was so fine that I participated in a smoking study and was kicked out because I couldn't cough up phlegm like the others. Numb- my hands go numb and/or tingly. Sometimes my arms go numb arms the same time. Sometimes it feels like an electric shock is going through my hand. The right hand is the worst. The numbness is my hands keeps happening with increased frequency. This started in the summer of 2014 when my upper back started having issues. It continues each summer. This summer is the worst. Brain fog - I am not sure if this is caused by the essure or ablation or both or the caused by the symptoms.. But it did seem to improve when my pain medicine worked. The fact that the pain medicine helped may mean the symptom of pain may be a significant reason for the brain fog. Very low qualify of life - I can't do chores, household fixes, work at a job, take my son to do fun things, etc with pain. Pain consumes my entire being. Period changes - my period looks almost like feces. It is gross and embarrassing when in an intimate relationship. Fatigue - started immediately, but has gotten worse in 2017. I feel like going to sleep every moment I am awake. This happens no matter how much sleep I get. Insomnia - I can't sleep due to an overall feeling of not feeling right and so much pain. Everytime I need to change positions I wake. Previously I would just change positions in my sleep. This started the summer of 2017. This got worse in 2017. Toxin - I feel like a toxin or poison is going through my system. I have an overall feeling of being unwell and sick. But I don't feel sick as in cold or flu sick. My eyeballs twitch sometimes. Not the eyelids but the eyeballs.